Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, anemia and gerd. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included cetirizine hydrochloride (zyrtec), hydrochlorothiazide (hctz), lisinopril and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and muscle spasms ("muscle spasm in back/ cramps in legs/toes"). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2019, the patient was found to have hormone level abnormal ("hormone levels are off"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils noted in cavity on right. 5 coils noted in cavity on left. Total hysterectomy/salpingectomy/oophorectomy scheduled on (B)(6) 2020 and preoperative (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pregnancy test - on an unknown date: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, anemia and gerd. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hypertension. Concomitant products included cetirizine hydrochloride (zyrtec), hydrochlorothiazide (hctz), lisinopril and metoprolol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and muscle spasms ("muscle spasm in back/ cramps in legs/toes"). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cyst"). In (B)(6) 2019, the patient was found to have hormone level abnormal ("hormone levels are off"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain and muscle spasms outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, muscle spasms, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils noted in cavity on right. 5 coils noted in cavity on left. Total hysterectomy/salpingectomy/oophorectomy scheduled on (B)(6) 2020 and preoperative (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Pregnancy test on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information, date of removal added. Removal surgery added for event pelvic pain. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.